Manufacturer narrative:
(B)(4). Mfg site name - freudenberg medical. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that uphold¿ lite was used during sacrospinous ligament fixation procedure performed on (B)(6) 2017. According to the complainant, the capio carrier detached when the suture was fired into the ligament. The carrier did not fall in the patient. The procedure was completed with another uphold¿ lite. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Analysis of the returned uphold lite device revealed that the carrier on the capio slim suture capturing device was broken off. The broken section of the carrier was not returned. Analysis also revealed that there was no damage to the mesh assembly. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that uphold lite was used during sacrospinous ligament fixation procedure performed on (B)(6) 2017. According to the complainant, the capio carrier detached when the suture was fired into the ligament. The carrier did not fall in the patient. The procedure was completed with another uphold lite. The patient's condition at the conclusion of the procedure was reported to be stable.